Manufacturer narrative:
(B)(4)

Event description:
It was reported that the balloon fell off during preparation. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use; however during preparation and outside the patient, it was noted that the balloon fell off together with the shaft when removing the protective cover. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The balloon protector cap was returned over the balloon. The proximal part of the balloon was exposed which is indicative of the balloon protector being pulled distally. The returned balloon protector inner dimension was verified and was within specification. A visual examination confirmed that the midshaft was broken at the guidewire exit port. It was noted that the midshaft was stretched on either side of the break. This is evidence of excessive tensile force being applied to the device. It was not possible to apply a vacuum to the balloon to remove all air as the midshaft was broken however during device evaluation, the balloon protector was removed from the balloon with no force required. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the balloon fell off during preparation. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use; however during preparation and outside the patient, it was noted that the balloon fell off together with the shaft when removing the protective cover. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.